Event description:
Same case as MFR#: 2134265-2012-00090. It was reported that during a percutaneous coronary intervention, a balloon pinhole was observed. The target lesion was located in the right coronary artery. The 4.0x12mm nc quantum apex balloon catheter was advanced for post-dilation of unspecified stents. The balloon was inflated four times; 20atms/10sec, 12atms/5sec, 8atms/10sec and 8atms/5sec. The balloon ruptured during the fourth inflation. The balloon was examined and a pinhole was identified. The procedure was completed with a second 4.0x12mm nc quantum apex balloon catheter; however, the nurse examined this balloon and felt it also had a pinhole. There were no patient complications reported and the patient's status is stable.

Event description:
Same case as MFR #: 2134265-2012-00090. It was reported that during a percutaneous coronary intervention, a balloon pinhole was observed. The target lesion was located in the right coronary artery. The 4.0x12mm nc quantum apex balloon catheter was advanced for post-dilation of unspecified stents. The balloon was inflated four times; 20atms/10sec, 12atms/5sec, 8atms/10sec and 8atms/5sec. The balloon ruptured during the fourth inflation. The balloon was examined and a pinhole was identified. The procedure was completed with a second 4.0x12mm nc quantum apex balloon catheter; however, the nurse examined this balloon and felt it also had a pinhole. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).